Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that device longevity dropped from three years to explant in a span of two months. Engineering analysis determined that the device was depleting abnormally. No fault code was noted but device battery voltage dropped at a rapid rate leading to end of life (eol) skipping elective replacement indicator (eri). The device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that device longevity dropped from three years to explant in a span of two months. Engineering analysis determined that the device was depleting abnormally. No fault code was noted but device battery voltage dropped at a rapid rate leading to end of life (eol) skipping elective replacement indicator (eri). The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The returned implantable device was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.